Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient went to hospital due to high blood glucose due to insulin leaking at site event on (B)(6) 2026. The high blood glucose was treated with manual injection and the patient also experienced diabetic ketoacidosis and vomiting.